Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs implant system. During the case, the surgeon attempted to un-thread the acetabular cup following impaction and he had difficulties. The internal link between the cup and the impactor broke. However, the surgeon was able to un-thread the impactor from the cup without having to remove the cup and the surgical outcome was successful with no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being conducted at mako surgical. A supplemental report will be filed if additional results are obtained.